Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to be fully functional. The instrument did not have any damaged cables. Failure analysis identified a foreign material that was lodged between the grip cable and the yaw pulley . Attempts to remove the foreign material using standard tools were unsuccessful, as the material appeared to be firmly lodged in place. The foreign material was non-metallic and translucent in appearance. Inspection of the grip cable and surrounding components did not reveal any damage, fraying, or broken strands. The foreign material is considered extraneous and not part of the instrument design.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.